Manufacturer narrative:
(B)(4). The patient was born on an unspecified date in 1953. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy bags, stomach pains and felt unwell. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for peritonitis. On an unreported date, the patient was treated with unspecified antibiotics for peritonitis. At the time of this report, the patient outcome of this peritonitis event was not reported. Action taken with extraneal, physioneal and nutrineal therapies was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). A patient experienced a breach in aseptic technique which resulted in the previously reported peritonitis (previously, the cause was not reported). The peritonitis was reported to be bacterial peritonitis. The previously reported peritonitis was manifested by slight fever. Beginning on the day of onset, the patient was treated with vancomycin 2 grams intraperitoneally (frequency and duration not reported) for the previously reported peritonitis (previously, treatment was unspecified). Antibiotic treatment was ongoing. The patient was recovering from the previously reported peritonitis (previously, the outcome was not reported). The patient would be retrained on the proper aseptic technique. (B)(4). This report is for a breach in aseptic technique which resulted in the previously reported peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.